Manufacturer narrative:
Continuation of d10: product ID 977c265 , serial# (B)(6), implanted: (B)(6) 2024,product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 23-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was redness. Patient contacted manufacturer representative and stated she went to see implanting physician due to redness at spine incision. Patient reports she was placed on a medication to manage. She did not say there was an active infection. The issue is ongoing. Additional information received from the consumer via the manufacturer representative reported that they saw the doctor on (B)(6) for a wound check and was told she will need the device removed due to concerns for infection. The system was explanted on (B)(6) 2024. The issue was resolved.